Event description:
The complainant reported that an impella 5.5 pump was unable to advance beyond the innominate during attempted delivery. The pump was removed as a result of the resistance and the decision was made to re-attempt with a stiffer wire and new impella 5.5 device, which was successfully placed based on patient updates. No patient harm was reported.

Manufacturer narrative:
Patient information: a4 is unknown. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added medical history/preexisting condition as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone and zip code extension as they were inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. The impella device was not returned, and the investigation has been completed. The root cause of the delivery issue was determined to be a use issue as the staff had used a non-abiomed product (boston scientific platinum plus guidewire) which most likely prevented successful delivery of impella. The device history review was completed and the device passed all post sterile inspection checks. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿